Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin reaction.

Event description:
The patient reported wearing the pod on the arm for between 5 and 24 hours. The patient experienced pain and itching at the insertion site, which prompted removal of the pod. Upon removal, the site appeared red, swollen, sore and warm with the reaction radiating beyond the adhesive patch area. The patient also noted that the reaction seemed to originate from the cannula insertion point. Four photographs provided to insulet confirmed the described affected site. The day after the pod removal, the patient consulted the physician, who prescribed roxithromycin 150 mg twice daily and it was ongoing at the time of report (three days later). No diagnosis specific to the event was provided. The pod and packaging were discarded.